Event description:
During repositioning with routine maneuvers of an orbit helical fill 2x4 coil delivery system (B)(4), because of poor positioning, the coil became prematurely detached and part or the coil was out of the aneurysm and in contact with the arterial lumen. The release system was not even opened. The doctor tried to recovery the coil with a capture device (lace), but it wasn't successful, so the procedure was finalized. The patient presented with carotid bifurcation aneurysm, and the after performing the catheterization with an excelsior sl 10 90 degree microcatheter, the aneurysm was treated with 10 3x6 coils.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15387962 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During repositioning with routine maneuvers of an orbit helical fill 2x4 coil delivery system (637hf0204/ 15387962), because of poor positioning, the coil became prematurely detached and part or the coil was out of the aneurysm and in contact with the arterial lumen. The release system was not even opened. Attempts were made to recover the coil with a capture device (lace), but it wasn't successful. During the event, no additional torque or force was utilized in an attempt to position the coil at the target site. After the event, the procedure was completed with an excelsior sl 10 90 degree microcatheter and x10 3x6 coils. The same microcatheter was utilized to complete the procedure, since it was not damaged. There was no resistance/friction between the coil and the microcatheter. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, and a constant and dedicated saline source and fluoroscopy was utilized with the devices at all times. The patient presented left bifurcation carotid aneurysm, 5 mm of dome, 2.5 mm of neck and posterior projection. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During repositioning with routine maneuvers of an orbit helical fill 2x4 coil delivery system (637hf0204/ 15387962), because of poor positioning, the coil became prematurely detached and part or the coil was out of the aneurysm and in contact with the arterial lumen. The release system was not opened. Unsuccessful attempts were made to recover the coil with a capture device. It was reported that there was no adverse event or product problem outcome indicated. During the event, no additional torque or force was utilized in an attempt to position the coil at the target site. This was the second and last coil to be placed. Prior to the event, the excelsior sl 10 90 degree microcatheter was used with a 3x6 coil. The same microcatheter was utilized for the entire procedure without any damage to the microcatheter. The microcatheter was not reshaped with a constant and dedicated saline source and fluoroscopy utilized at all times. There was no resistance/friction between the coil and the microcatheter. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. The patient presented left bifurcation carotid aneurysm, 5 mm of dome, 2.5 mm of neck and posterior projection. No further information is available. The delivery system is not available for analysis. A review of the manufacturing documentation associated with this final lot as well as coil assy subassembly lots presented no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the delivery system for analysis and based on the reported procedural information, no conclusion can be made regarding the reported premature detachment of the coil. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During repositioning with routine maneuvers of an orbit helical fill 2x4 coil delivery system (B)(4), because of poor positioning, the coil became prematurely detached and part or the coil was out of the aneurysm and in contact with the arterial lumen. The release system was not opened. Unsuccessful attempts were made to recover the coil with a capture device. It was reported that there was no adverse event or product problem outcome indicated. During the event, no additional torque or force was utilized in an attempt to position the coil at the target site. This was the second and last coil to be placed. Prior to the event the excelsior sl 10 90 degree microcatheter was used with a 3x6 coil. The same microcatheter was utilized for the entire procedure without any damage to the microcatheter. The microcatheter was not reshaped with a constant and dedicated saline source and fluoroscopy utilized at all times. There was no resistance/friction between the coil and the microcatheter. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. With investigation as to whether there were any other damages to the device after removal, it was reported that there was not an opportunity to use the delivery system since the coil prematurely detached. No further clarification has been provided. The patient presented with a left bifurcation carotid aneurysm, 5 mm of dome, 2.5 mm of neck and posterior projection. No further information is available. A non-sterile orbit helical fill 2x4 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were noted throughout the entire hypotube, additionally, the hypotube was found broken. The introducer was unzipped and in good condition. The support coil, gripper and embolic coil were not returned for analysis. In the same plastic bag, a piece of an sl10 microcatheter was returned and it was also cut. The hypotube was inspected under microscope and evidence of being bent before breaking occurred was found. Additionally, the returned sl10 mc was inspected and was noted to be cut. The od from the delivery tube was measured and was found within specification. Functional testing and analysis of the coil/delivery system interface could not be performed due to the returned condition of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event could not be evaluated due to the returned condition of the device. Additionally, the cause of the delivery system separation and absence of the distal end cannot be determined. It was reported that there were no damages to the devices prior to use. Additionally, these damages found on the returned devices would have been readily evident to the user and with review of the available information there is no indication that there were any other damages to the device after the reported premature detachment of the coil. Inspections are in place to prevent damaged devices from leaving the facility. With review of the analysis and the device history records there is no indication that the damaged condition of the returned device is related to the manufacturing process. Although no conclusion can be made regarding the reported premature coil detachment based on the available information and the analysis of the returned device, a review of the manufacturing documentation associated with this final lot as well as coil assy subassembly lots presented no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.